Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, telemetry noted dropped beats at two different recorded times. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.